Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset with tandem technical support despite being advised not to and ultimately continued to use the current pump for insulin therapy.